Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keeps restarting when running. This occurred during preventive maintenance testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, "during usage pump kept restarting when running" was confirmed . A review of the event history log revealed "improper shutdown!". A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed battery contact pins and rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.